Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) self-tapping bone screw (B)(4); (B)(4) polyethylene liner (B)(4); (B)(4) allen plug (B)(4); (B)(4) acetabular shell with cluster holes (B)(4).

Event description:
It is reported that a patients hip arthroplasty was revised due to bone fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Radiographic review confirms the presence of a femoral fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.